Event description:
The customer reported that the screen on the insulin pump appears faded and the back light does not always turn on. During the call, the customer stated that he was hospitalized due to high blood glucose of 795mg/dl. The customer stated that he was in the hospital for eight days and had a surgery on his big toe. The customer stated that the doctor noted his basal rate was too low, and he adjusted. The customer stated that his glucose level has been stable since then. The customer has been using duracell batteries. Advised to use always energizer batteries. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.